Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm. The device had intermittent button response due to moisture damage on the keypad traces. No unexpected battery out limit alarm noted. The unit passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It is reported that the customer had low blood glucose levels of 52 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer further reported that the buttons of the insulin pump have become unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.